Event description:
The manufacturers service engineer confirmed an ac power problem. The service engineer replaced the power supply.

Manufacturer narrative:
Completion of service pending.

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator did not power on when plugged into ac power. The customer reported the unit did operate on battery power. The customer reported the ventilator was not in use; therefore, there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. Completion of evaluation and testing is pending.